Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the left, predilated second diagonal artery with one 2.25 x 18 xience v stent. On (B)(6) 2009, the patient experienced angina and was found to have an abnormal stress test. On (B)(6) 2009, the patient underwent percutaneous coronary revascularization in the left anterior descending artery that was initially classified as a non-target lesion. The clinical events committee has adjudicated this event as a revascularization occurring in the second diagonal target lesion and in the non-target mid left anterior descending artery. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.